Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was beeping and recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. ICD replacement was recommended. No adverse patient effects were reported.